Event description:
The catheter was inserted into the 42 y/o male pt by an anesthesiologist in the operating room on 8/18/97. A chest x-ray was taken on 8/19/97 where it was noted that the "swanz ganz catheter is seen projecting its tip over the right pulmonary artery." On 8/20/97, while attempting to perform a pulmonary capillary wedge on this pt, blood was noted in the inflation port of the syringe prior to inflation. Air was not injected into the pt. The catheter was removed from the pt. Upon removal it was noted that the balloon tip was missing from the catheter. The device was held for investigation. The original packing was not available as the device had been inserted 2 days prior to the event. The pt's condition was stable enough where the catheter could be removed without the need to replace it with a new catheter. The syringe used for pulmonary capillary was the original syringe. The medical record documents that several pulmonary wedges were performed on this pt with this same catheter without incidence. The inflation rate was 1.5 cc. To date, no known complications have been noted with this pt due to the missing catheter tip. The pt was admitted to hosp on 8/18/97 for aortoiliac disease and renal stenosis. The pt was discharged on 8/26/97.